Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (non functional therapy electrodes) has been confirmed. Upon investigation the monitor failed a te recognition test. The cause for the failure was a bent pulse pin in the monitor's belt receptacle. The root cause for the bent pin was excessive force. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor was unable to recognize tes.